Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose level was 498 mg/dl at the time of the incident and also had diabetic ketoacidosis. The customer was wearing the insulin pump prior, during the hospitalization. The customer was advised that the nurse would send email to the clinical manger to have someone contact her for pump training. The insulin pump will not be returned for analysis.